Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issues and confirmed clog errors, error message 2012 air detected diluent, bent needle, and the door latch came off the aia-360 analyzer. During the device evaluation, the fse noted the bent needle caused clogging issues and error message 2012 air detected diluent. The fse resolved the issues by replacing the bent needle and reattached the door latch back onto the analyzer. The fse verified impasse and liquid sense. System validation was completed by performing ipth controls. Quality control (qc) results passed within the manufacturer's published specifications. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 to aware date (B)(6) 2019. There were no other similar complaints identified during the search period. The aia-360 operator's manual states the following: safety precautions: uncap primary tubes before loading the carousel. Please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. Section 7-1: list of error messages error 2012: air detected [diluent] there is no contact with the liquid after diluent suction. Contact the service department. The most probable cause of the reported event is attributed to the bent sample needle due to use error.

Event description:
A customer reported a clog error, bent sample needle, and the door latch came off the door on the aia-360 analyzer. The customer stated the sample was processed with the cap on which caused the needle to bend. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.